Manufacturer narrative:
Should this device be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p) there was an issue with the connection of the atrial port, thus a new device was used. This device was planned to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the initial reporter first, last name, facility name, address, city, health care professional and occupation fields.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p) there was an issue with the connection of the atrial port, thus a new device was used. This device was planned to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p) there was an issue with the connection of the atrial port, thus a new device was used. This device was planned to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was inspected and analyzed upon receipt. Dimensional analysis of the header was completed and an anomaly with the atrial port was confirmed. High powered visual inspection of the atrial port found the spring contact within the atrial port had become misaligned from its intended placement and was located near the tip of the lead barrel. As the device passed all manufacturing testing prior to distribution, it is suspected the spring contact became misaligned during attempts to connect a lead within the port. The device was subjected to, and passed, right ventricular therapy verification testing. The misaligned atrial spring contact was the reason an atrial lead could not be successfully connected to this device.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p) there was an issue with the connection of the atrial port, thus a new device was used. This device was returned. No adverse patient effects were reported.